Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 3-the main arm cannot communicate with the motor arm, pump error 42-drive count error boundaries exceeded after movement, pump error 53-software error detected, pump error 80-the motor processor did not report the coasting as finished in reasonable time. Data in alarm can identify if this was basal/bolus, fill tubing or fill cannula. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Customer was able to clear the error and pump passed displacement test and self test. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump passed the displacement test, rewind test, prime/seating, basic occlusion, force sensor, occlusion test and self test. No unexpected pump error 3, 42, 53, or 80 alarms during testing however, pump error 3 alarm (line number = 1541; file number = 2002) is found in the formatted history file on 02/07/2025 20:23:10.000 due to a ipc problems. Successfully downloaded history files and traces using thump software. Pump was cut open to perform visual inspection and found evidence of moisture ingress on the force sensor and motor assembly noted. The following were noted during visual inspection: minor scratches on lcd window, scratched case, cracked keypad overlay, cracked case (corner of belt clip rails) and cracked battery tube threads. In summary, customer alleged pump error 3 confirmed. Alarm-a344-pump error 42 confirmed. Alarm-a353-pump error 53 confirmed. Alarm-a366-pump error 80 confirmed. Expose to moisture noted during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.